Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was 400 mg/dl with large ketones. The bg level was addressed with a bolus via the pump. System check could not be performed with tandem technical support as the occlusion alarm was not occurring at the time of the report. Reportedly, the customer had manual injections as alternate insulin therapy.